Event description:
It was reported via clinic notes that the vns patient had been experiencing an increase in seizures since the last office visit. It was indicated that vns diagnostics were performed and the vns battery was nearing end of service; however, specific diagnostics results were not provided. Diagnostics from the previous office visit noted normal lead impedance and a dcdc code of 1. Follow-up with the neurologist's office found that the patient's seizures had increased in severity. Both the increased frequency and severity have been attributed to the vns battery approaching end of service. The battery is believed to still be able to deliver stimulation. The patient has a history of seizures occurring with increased stress. Surgery to replace the vns generator is likely.